Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have exhibited noise oversensing. Physician was unable to replicate the noise through isometrics. Programming changes were made to resolve the oversensing. The patient was in stable condition.